Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer regarding a patient with an implantable neurostimulator (ins). The patient reported that on saturday morning they were feeling stimulation and on saturday afternoon the stimulation stopped, and they were unable to use the ins recharger (insr) to charge the ins. The patient reported that the insr screen is flickering on and off. The patient reset the insr but the screen continue to flicker. The patient received "poor communication" when attempting to connect to the ins with both the patient programmer (pp) and insr. The patient services walked the patient through antenna locator (al) and the patient was able to start a charge session. No patient complications have been reported because of this event.